Manufacturer narrative:
As received the pump reservoir had 12 ml of fluid and pump was in safe mode due to a reset-low battery. The pump was updated and set to minimum rate. The pump passed the motor function and dispense testing. The hybrid current drain also measured in specification. Battery resistance testing was performed and the battery resistance measured 308 ohms, the spec is anything below 317 ohms is a passing result. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomalies resulting in a short could be found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery and along with further analysis not showing any other severe anomaly, it was determined that the reset that occurred in the field and during analysis was consistent with a high resistance battery. However, ultimately as there was no definitively failed test analysis concluded the observed allegations had an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the pump spontaneously reset on (B)(6) 2016. The log files showed that the pump had reported a low battery before administration of the bolus. On the morning of (B)(6) 2016, a critical alarm occurred, pump was in safe state and reset occurred. The pump was reprogrammed to the desired setting and alarms were switched off.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (concentration 3000 ug/ml, dose 18.6 ug/day) via an implantable pump. The therapy was listed as spasticity. The event occurred at follow-up. A pump problem was reported; (premature end of life eol, reset occurred - low battery reset, the pump was in safe state. According to the session data provided, reset occurred, reset occurred - low battery and pump in safe state message was noted on (B)(6) 2016, the estimated elective replacement indicator (eri) was 17 months. An active audible alarm was silenced on (B)(6) 2016. There was no patient death or injury, no symptoms were mentioned. The pump was explanted and a new pump was implanted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.